Manufacturer narrative:
The t:slim x2 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the customer misjudged how much insulin to bolus for lunch and did not deliver enough as the blood glucose (bg) level was 254 mg/dl. The customer delivered a correction to address the bg. The customer declined tandem technical support's offer to troubleshoot.